Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty processor board. The board was replaced to resolve the reported issue. An nvmem clear was performed and subsequent functional verification testing was completed without further issue. The unit was returned to service. The replaced processor board was returned to livanova (B)(4) for further evaluation. During the evaluation, the reported failure was reproduced. A soldering defect was identified as the cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received the report that the display of an s5 roller pump became all black or all white during a procedure. There was no report of patient injury.